Event description:
It was reported a patient underwent a knee arthroplasty. Subsequently, patient experienced pain, stiffness, swelling, inflammation, and wound drainage. Attempts to gather additional information are underway, however no additional information is available at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs. (B)(4) femoral distal augment cemented size 9, 9+ 5 mm lot# 64336296 MDR: 0001822565-2022-00521. (B)(4) stem extension straight splined uncemented 20mm dia 135 mm l lot# 64542462 MDR: 0001822565-2022-00523. (B)(4) femur cemented plus left size 9+ lot# 64607971 MDR: 0001822565-2022-00524, (B)(4) tibial augment cemented half block left medial size gh 5mm lot# 64610715 MDR: 0001822565-2022-00525, (B)(4) tibial augment cemented half block left lateral size gh 5 mm lot# 64499790 MDR: 0001822565-2022-00526, (B)(4) tibial central cone size medium lot# 64500865 tmt MDR: 0001822565-2022-00527, (B)(4) stem extension straight splined uncemented 16 mm dia 135 mm l lot# 64638317 MDR: 0001822565-2022-00528, (B)(4) articular surface fixed bearing constrained condylar knee(cck) left 14mm lot# 64264925 MDR: 0001822565-2022-00529, (B)(4) tibia fixed cemented left size g lot# 64296014 MDR: 0001822565-2022-00530.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs: 42556606605 femoral distal augment cemented size 9, 9+ 5 mm lot# 64336296 MDR: 0001822565-2022-00521. 42560113520 stem extension straight splined uncemented 20mm dia 135 mm l lot# 64542462 MDR: 0001822565-2022-00523. 42504606611 femur cemented plus left size 9+ lot# 64607971 MDR: 0001822565-2022-00524. 42555807305 tibial augment cemented half block left medial size gh 5mm lot# 64610715 MDR: 0001822565-2022-00525. 42555807105 tibial augment cemented half block left lateral size gh 5 mm lot# 64499790 MDR: 0001822565-2022-00526. 42545000512 tibial central cone size medium lot# 64500865 tmt MDR: 0001822565-2022-00527. 42560113516 stem extension straight splined uncemented 16 mm dia 135 mm l lot# 64638317 MDR: 0001822565-2022-00528. 42512800914 articular surface fixed bearing constrained condylar knee(cck) left 14mm lot# 64264925 MDR: 0001822565-2022-00529. 42542007901 tibia fixed cemented left size g lot# 64296014 MDR: 0001822565-2022-00530.

Event description:
It was reported a patient underwent a knee arthroplasty. Subsequently, patient experienced pain, stiffness, swelling, inflammation, and wound drainage. Attempts to gather additional information are underway, however no additional information is available at this time.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided. Not reportable as ae is for mild tenderness of the pes aneserinus and prescribed topical cream, patient tolerated. No allegations against zb product.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.